Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding an error message, replace sensor while wearing the adc device after day 1 of wear using freestyle librelink. As a result, the customer was provided insulin\glucagon or other medication by a non-hcp for treatment. No further information was provided. Further webform reported the customer requested a sensor as sugar is highly uncontrolled, seizures, and just spent a week in ICU on a ventilator due to sugar over 700. Need to monitor closely. It is unclear if the hospitalization was due to the use of the device. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received via webform regarding an error message, "replace sensor" while wearing the adc device after day 1 of wear using freestyle librelink. As a result, the customer was provided insulin\glucagon or other medication by a non-hcp for treatment. No further information was provided. Further webform reported the customer requested a sensor as " sugar is highly uncontrolled, seizures, andjust spent a week in ICU on a ventilator due to sugar over 700. Need to monitor closely." It is unclear if the hospitalization was due to the use of the device. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Sensor tail was not properly inserted. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.